Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgeon performed tha surgery at (B)(6) 2016. The patient felt an uncomfortable feeling on (B)(6) 2017. She made an anterior dislocation when her body twisted at (B)(6) 2018. So the surgeon performed a revision surgery at (B)(6) 2018 and the surgeon changed liner. Head and neck. The surgeon said implants didn't loosen, liner had properly locked, hip joint tension was good and liner had deformed.